Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/31/2014 with the following findings: review of the pump¿s black box revealed a reboot associated with a battery change. A battery compartment crack was observed. The battery cap threads were damaged and the battery cap was unable to be properly secured to the pump; rebooting was duplicated during investigation. A test battery cap was able to properly secure to the pump and successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage, defect, or moisture was observed to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was cracked and the battery cap was last replaced over 13 months prior to the reported complaint. The reporter noted the patient¿s blood glucose (bg) was between 41-70 mg/dl without signs or symptoms of hypoglycemia. The reported bg excursion does not meet criteria to be qualified as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.